Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no similar complaints from this lot. A conclusive cause for the reported material rupture could not be determined; however, factors that may contribute to material ruptures include, but are not limited to, material damage, inflation technique, interaction with accessory devices, lesion calcification and tortuosity or insufficient preparation prior to use. There was no damage noted to the stent delivery system (sds) during the inspection prior to use which suggests a product quality issue did not contribute to the reported material rupture. In this case, it is possible the device may have interacted with the heavily calcified, moderately tortuous, 90% stenosed lesion during advancement/positioning, as resistance was noted, causing the reported material rupture; however, without the device to examine, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported the procedure was to treat a heavily calcified and moderately tortuous lesion in the mid left anterior descending artery. The lesion was prepared using ablation and balloon dilatation. The 3.0x15mm rx xience skypoint stent delivery system (sds) was advanced to the target lesion with resistance noted due to the calcification. During inflation the balloon ruptured at 6 atmospheres. The sds was removed with the stent still mounted on the balloon. The lesion was pre-dilated again and a 2.75x15mm skypoint was implanted. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.